Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was unable to get insulin via pump due to occlusion. Moreover, the patient faced bent cannula issue, which led to high blood glucose level of 875 mg/dl and had not taken any corrective action. Reportedly, the infusion set was used for one day. Subsequently, on an unspecified date in (B)(6) 2018, the patient was hospitalized due to diabetic ketoacidosis and received insulin intravenously, which resolved the issue. Further, the patient was released from after a few days and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.